Manufacturer narrative:
Onsite investigation was preformed and the field representative discovered blown fuses in the system which caused the reported event. Replacement of the fuses resolved the issue. No further issues were reported. Replaced fuses were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the system sparked upon being plugged in the power outlet and would not power on after that. There was no patient present when this issue was identified.